Event description:
The pt was seen at the implant center for device evaluation in 2001. Testing conducted at the center demonstrated their system was no longer functioning. Revision surgery took place in that same month of 2001 and the pt was reimplanted with another clarion device.